Event description:
Customer alleges false negative troponin I (tni) results: pt started having chest pain in the morning. Pt was tested at 9:51 on meter #58126 with the following results: ckmb <0.01, myo 33.7, tni 1.36, bnp 8.2. Pt's EKG was normal. Lab draw was performed. While waiting for the lab results the same sample was run at 10:29 on meter #58132 with the following results: ckmb 1.1, myo 35.7, tni <0.05, bnp 8. Then lab result came back tni <0.04. The original cassette that resulted in a positive tni was then run on meter #58132 with the following results: cmb <1, myo 27.9, tni 1.35, bnp <5. Another tni was done around 10:45 and was <0.05. This MDR is for meter #58132. See MDR #2027969-2012-00682 for meter #58132 report.

Manufacturer narrative:
No discrepant or high bias in tni recovery was observed with any of the whole blood donor samples tested on profiler lot w49598. Customer stated pt sample was not inverted when 1.36 ng/ml tni result was obtained. After proper mixing customer received tni value of <0.05 ng/ml. Venous tubes should be inverted after collection to properly mix additives with blood specimens. No product deficiency was established. All results of the testing met the release requirement for the device. As of (B)(4) 2012 there are a total of two complaints against device lot w49598. No corrective action required at this time as no product deficiency was established.